Manufacturer narrative:
(B)(4), the 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: the complaint 950a81 adult ventilator dual heated circuit kit was received at fisher & paykel healthcare (f&p) new zealand for investigation where it was visually inspected and pressure tested. Results: the leak test revealed that the breathing circuit was out of specification. Conclusion: we are unable to determine the cause of the reported event. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuit met the required specifications at the time of production. The user instructions which accompany the 950a81 adult ventilator dual heated circuit kit illustrate state the following: "perform a pressure and leak test on the breathing system before connecting to a patient." "Check all connections are tight before use." The user instructions also warn the user: "set appropriate ventilator or flow source alarms to monitor therapy delivery."

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that a 950a81 adult ventilator dual heated circuit kit failed the leak test during device setup. There was no patient involvement.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. The complaint 950a81 adult ventilator dual heated circuit kit is currently en route to fisher & paykel healthcare (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a 950a81 adult ventilator dual heated circuit kit failed the leak test during device setup. There was no patient involvement.